Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found. Based on the report, it is likely that the event was related to the procedure.

Event description:
It was reported to nevro that the patient aspirated during the implant procedure. The procedure was aborted and the patient recovered without sequelae. Follow-up indicated that the patient has now been implanted and will use the device to find effective therapy.